Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse reported finding a hair on the tubing prior to opening the pouch containing the minicap transfer set. This event did not involve patient injury or medical intervention, as it was noted prior to patient use. No additional information.

Manufacturer narrative:
(B)(4).the sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.